Event description:
It was reported that the patient was scheduled to have his ams800 artificial urinary sphincter (aus) device revised on (B)(6) 2018 for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.